Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xifnt485, (osseotite® tapered certain® implant 4 x 8.5 - 15.0mm) for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 2120005605. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120005605 for similar events and no other complaint was identified. Review completed utilizing keywords: bone loss + infection + allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. Slight wear on the implant was observed, however no damage to the implant was identified that would cause or contribute to the event. The reported event was non-verifiable with all the available information. Bone loss and infection are also non-verifiable events. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for infection and / or bone loss related problems have been previously investigated. Refer to attached summary investigation. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported bone loss, infection and allergic reaction at tooth site 15.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided e1: reporter name unknown / not provided h4: device manufacturer date unknown / not provided